Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised. As reported by rep: "patient was standing up from a seated position, heard a sound, and felt pain". Update 11/jun/2018: spoke to rep. The femoral head, poly insert, and metal liner disassociated from the shell. Patient was revised from a 56mm to 68mm shell with 6 screws, mdm/ adm liner construct, and lfit v40 +8 metal head.